Event description:
I have given an approximate date on when the issues with dexcom g7 has started. One of the issues is, when I insert the senor and it does the 30 minute warmup, it is usually within the 20% range and is very accurate for most of the first 24 hours. Then a few hours before the 24 hour mark, the sensor is telling me I have an urgent low, or even a low reading. My blood meter will say that my readings are normal. Some examples are dexcom 50 mg/dl accucheck guide me meter 104 mg/dl. Dexcom low, accucheck 90. I could go on and on. Now when this happens, I was not laying on the sensor to cause a compression low, and I did not hit it on anything or bump it. Like clockwork, most of my g7 sensors will start to give me urgent low readings close to the 24 hour mark. The sensors were never calibrated before the low readings. I do calibrate the bad sensors, but it does not help. One example is, g7 was telling me I was at 60 and the meter said I was at 100. The next reading the sensor said I was low after calibration. I have had so many of these false low readings, I really can't trust dexcom anytime it says I am low or urgent low. My last sensor I replaced today said I was 50 and the meter said I was 104. When my new sensor warmed up, it said I was 108 and the meter said I was 100. Another issue I have is the brief sensor issue. This error comes out of nowhere. Again, I am not sleeping on the sensor, or hitting it on anything. Once you see one brief sensor issue message, you pretty much know the sensor is going bad and you're lucky to be able to finish the day out with it. Usually, the message comes and lasts for 5 minutes, sometimes longer. Then the readings come back. Then shortly after, another brief sensor issue, and the readings come back shortly after. It's just a cycle of brief sensor issue message with no known causes that make the sensor useless. I am at the point now where I have had so many bad sensors and so many replacements, that I really can't trust dexcom anymore. As a type one diabetic who doesn't feel lows anymore, when I see a low reading or an urgent low reading, you can see how nervous this makes me. Now having the meter say I am normal, and thinking, "wow, if I treated this false low, I would have really high readings now." Add the brief sensor issue message, and you can see how dexcom g7 has really gone downhill as a reliable sensor.